Manufacturer narrative:
The product was not available for return. Root cause could not be determined, condition is addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Notified sales rep of completion of investigation. Device not returned, inconclusive-root cause cannot be determined, known inherent risk of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent an left initial shoulder procedure on (B)(6) 2014. During the assembly of the humeral tray and poly the ring was found to be bent. The instrument that was designed to separate the ring caused it to be bent. Another base plate was opened and the poly from that was used to complete the procedure.